Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer had not addressed bg at time of troubleshooting.